Manufacturer narrative:
The handpiece was received at the MFR for service and eval on (B)(4) 2010. A condition of the device running on its own was found and then reported. Based on the investigation details, the likely cause was a problem with the chassis, port label in addition to other components. The device also received a clean, lube and adjust and was returned to the customer on (B)(4) 2011.

Event description:
The handpiece was returned to the MFR for repair. During the repair, it was reported that the handpiece ran on its own. There were no adverse consequences associated with this event.